Event description:
It was reported that the patient experienced underdose symptoms including increased spasticity. The catheter had a kink and was occluded. Multiple volume discrepancies were reported. These included the following: on (B)(6) 2014, the actual reservoir volume (arv) was 11.5 milliliters (ml) with the expected reservoir volume (erv) of 4.3 ml, on (B)(6) 2014 an arv of 14.3 ml and an erv of 5.1 ml; on (B)(6) 2014 an arv of 10 ml and an erv of 6.2 ml; on (B)(6) 2014 an arv of 11.5 ml and an erv of 5.4 ml; on (B)(6) 2013 an arv of 19 ml and an erv of 10 ml; on (B)(6) 2013 an arv of 22.5 ml and an erv of 6.3 ml. The cause of the discrepancy was unknown but there was no possibility to aspirate any fluid from the catheter access port (cap). The location of the catheter issue was unknown. The issue was not resolved and the cause was not determined. Therefore the patient was sent to the neurosurgeon for a catheter replacement with report that if this was ¿not enough¿ then the pump would also be replaced. The implant date was noted as approximate. At the time of the report the patient's status was reported as alive-no injury. The patient was started on oral treatment and was doing ¿ok.¿ it was unknown at the time of the event if the surgical intervention had occurred. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that the patient was to be have the operation on (B)(6) 2015. No further information was provided. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # unknown, product type catheter. (B)(6).

Event description:
It was further reported that surgical intervention had not yet taken place. Should additional information be received a supplemental report will be filed.